Manufacturer narrative:
Initial.

Event description:
It was reported that the user requested assistance to perform a factory reset of the ilet due to frequent low blood glucose and indicated they would begin announcing usual meals; during the call the user¿s blood glucose was 55 mg/dl and was treated with oral glucose, and the reset was performed once glucose returned to range with a final reading of 122 mg/dl. Symptoms included hypoglycemia with shaking or tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.